Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-15310 and correct the initial report. Based on the information provided by olympus (B)(4) that the front panel was always blinking due to a mesh turret failure, olympus medical systems corp. (Omsc) determined that the front panel was blinking from the time the device was turned on. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at the repair center of (B)(4). As a result of the evaluation, the following was confirmed. -the front panel was always blinking. -there was a defect in the m turret mechanism. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the repair center of olympus (B)(4) and found that the front panel was blinked. This device is an olympus asset and there was no report of patient injury associated with the event.